Manufacturer narrative:
Device was evaluated by healthtronics, the customer's service provider. Healthtronics fse found that device was missing the collision ring on the therapy head. This part of the unit helps to protect the pressure fitting that was broken. The collision ring apparently was broken and was never replaced by the customer. Healthtronics fse recommended to customer that a new collision ring be purchased to protect the pressure fitting.

Event description:
Water leak from the therapy head. Healthtronics performs service on this machine and was notified by one of their service technicians that the system malfunctioned just prior to the procedure, but after the pt had been put under anesthesia. Because of the malfunction, the case was cancelled and the pt brought out of anesthesia. Device has not been serviced by authorized dornier service personnel since 2007.